Event description:
The guidewire was used to try to access the middle meningeal artery. While torquing the wire to select the artery, the wire broke. The broken piece was left in the pt, with no deleterious effect.